Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during a routine follow-up, high out of range pacing impedances and loss of capture were observed on this left ventricular (lv) lead. Additionally, the patient reported a worsening of their condition in the month prior to the follow-up. A chest x-ray of the lead revealed a clear fracture. A revision procedure was performed and this lv lead was repaired and remains in service. No additional adverse patient effects were reported.